Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system presented to the clinic with a fluttering sensation that correlated with intermittent pacing. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.